Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self test. Customer¿s blood glucose level was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer reported insulin pump did not require rewind. Error table indicates the insulin pump should be replaced. Advised the insulin pump will need to be replaced. Advised customer to refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant rf pic failed self test alarm due to a faulty y1 on the rf board.